Event description:
Attempts were made to the physician for additional information, and response was received indicating that there is no increase in seizures happening. No further relevant information has been received to date.

Event description:
It was reported that a patient is having an increase in seizure activity. The physician believes it could be related to vns. The seizure frequency is more than pre-vns baseline levels. There are no external factors as they have made medication changes and nothing resolved. No additional relevant information has been received to date.